Event description:
It was reported that the device would intermittently power on/off by itself. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent power on/off by itself failure. Physio determined the cause of the issue to be a loose battery and repaired the device. Proper device operation was then observed through functional and performance testing before it was returned to the customer for use.